Event description:
The user received a discrepant creatinine result for one pt sample. The initial result was 1.67 mg per dl, repeat results were 1.31 mg per dl and 1.23 mg per dl twice. The erroneous result was not reported. The user declined a service visit. If additional info is received, appropriate notification will be provided.